Event description:
On 09feb2018 during a routine maude database search the following mw5074779 was identified. The date of event is (B)(6) 2017. Suspect product: acuvue oasys brand contact lenses, lot number not identified. "Patient (pt) is myopic (-8. 50, -9. 00) and uses acuvue oasys 2-week disposable lenses. The pt keeps them in for 3-4 days at a time without disinfecting with contact lens solution; the pt also sleeps in the lenses regularly. Pt does not top off the solution and instead changes the solution every time. The pt rarely disposes them after 2 wks. Pt often showers with the contact lenses in place. The case the pt uses is about 2-3 months old. The pt noticed his/her vision diminishing about 1-2 weeks ago during the recent snow storm when the pt believes ice/debris/dirt got in the eyes and under the lenses. The pt attempted to relieve the foreign body sensation by rubbing his/her eyes with the fingers. The last time the pt saw an optometrist was less than 1 year ago (does not remember the name. Pt found to have a severe, central bacterial keratitis (on exam of the right eye, appears to have perforated and self-sealed) involving both eyes. Pt required a penetrating keratoplasty in the right eye and prolonged hospital stay for administration of fortified antibiotics, as pt was unable to visually navigate home (the pts presenting vision was light perception in the right eye and hand motion in the left eye)". It is unknown if the suspect product is available for return for evaluation. No contact information was available for additional follow-up information. This report is for the pts left eye event. The event for the pts right eye will be submitted in a separate report. No additional information has been received. No additional information is expected. If additional information is received it will be reported within 30 days of receipt.